Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and whether the patient was hospitalized for the event was not reported. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes of administration were not reported). On the same day as the receipt of this report, the patient¿s pd catheter was removed because the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.